Event description:
It was reported to the manufacturer that the vns patient's device programmed itself off and then back on. The reporter indicated that this was evidenced from the patient not feeling stimulation for a few hours and then started feeling stimulation periodically. It was then later reported that the patient's device turned off completely due to which the patient's began experiencing an increase in seizure activity. The relationship of the increase to pre-vns baseline is unknown. The relationship between the increase in seizure activity and vns therapy is also unknown at this time. The patient's generator has been replaced due to reported end of service. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.